Event description:
Following bilateral intraocular lens (iol) implant surgery a consumer reported discomfort, blurry vision, difficulty seeing the computer and difficulty reading; when reading she needed bright lights. The consumer was given treatment for dry eyes which helped her symptoms; however, she was still not happy with her outcome. She sought a second medical opinion who exchanged her iol's with different lens model. The consumer reports her symptoms have improved; however, she needs glasses to read. Additional information has been requested. There are two medical device reports being submitted; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/29/2009, 01/05/2010, 01/06/2010, 01/12/2010 and 01/14/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4).